Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm meter blood glucose now. Customer's blood glucose was 400 mg/dl. The customer was assisted with walking trough the calibration over her sensor and explained the sensor time line to her letting her know how often she should calibrate the pump. The customer was advised now that she knows what the meter blood glucose now alarms the pump should not go off every 15 minutes to drain her battery.